Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800mg/dl, resulting in a diabetic coma, and diabetic ketoacidosis. Reportedly, the customer inadvertently loaded an empty cartridge and was unaware that they were not receiving insulin. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer acknowledged the event was caused by user error and the pump was functioning as intended.